Manufacturer narrative:
The most likely cause of the reported event was that the bleeding event occurred superficially during dissection of an adhesion to the sigmoid colon. The patient's anatomy was commented to be particularly challenging. There were no deficiencies or malfunctions reported with the system or instruments and no other patient outcomes were reported as a result of this event. A review of the logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that could have contributed to what was reported. No devices were required to be returned for evaluation since the procedure was completed as planned robotically

Event description:
It was reported that during a da vinci-assisted sigmoidectomy and bilateral oophorectomy surgical procedure, the surgeon experienced bleeding during the oophorectomy dissection. The bleeding occurred superficially during dissection of an adhesion to the sigmoid colon and was not in proximity to any critical vasculature. The patient's anatomy was commented to be particularly challenging. Bleeding was controlled by using additional cauterization and applying pressure with instruments. The estimated blood loss is unknown. No system or instrument malfunctions were reported, the bleeding event was unrelated to any robotic components. Monopolar energy settings were set to 45 cut and 45 coagulation, bipolar settings were 44. The procedure was completed robotically. The patient is recovering well.